Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device did not seal the vessel. There is no patient injury. No further information has been provided by the site.